Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed "connect cable" or "connect electrodes" and would not deliver a shock. A backup manual defibrillator at the scene was called for and used to resuscitate the pt and transport them to the hospital.